Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm embedded in the hemogard shield, fm in the gel, defective printing and air bubbles with the incident lot was observed. Evaluation of the customer samples was performed and fm embedded in the hemogard shield, fm in the gel, defective printing and air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter and air bubbles. This was discovered before use. The following information was provided by the initial reporter: fm in gel x21 dirty shield x1 black spot in tube x3 dirty tube x3 air bubbles in gel x97

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter and air bubbles. This was discovered before use. The following information was provided by the initial reporter: fm in gel x21. Dirty shield x1. Black spot in tube x3. Dirty tube x3. Air bubbles in gel x97.